Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
Patient information was unavailable from the site. The suspect clamp was returned to the manufacturer for evaluation. Visual inspection found that the retainer ring was removed from the adjustment screw. This results in the clamp being able to tighten but not open. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. This device is included in medical device field correction notification, "difficulty in opening and removing spinous process clamps" (june 2017). The revised instructions for use (IFU) were provided with the notification.

Event description:
A medtronic representative reported that, while in a spinal fusion, a pin on the spine clamp was removed from the clamp. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.